Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The customer was not using the extender tubing while testing. Tested with proper tubing and balloon and unit functioned normally. No svc call required.

Event description:
Customer (flight nurse) called in for contract svc on a cardiosave iabp sn # (B)(4). He was checking the system out as part of his weekly checks. The unit gave leak in iabp and autofill errors. The unit was not on a pt and no harm or death was reported. Svc order (B)(4) was dispatched to (B)(4) for further customer f/u.